Event description:
12/1/91: 91 year old female nursing home resident with primary diagnosis of ms was transferred from chair to bed back to chair. Resident fell to floor from height of 4 feet, sustained fractured left femur, was sent to nearest hospital for emergency treatment, and died within two hours from pulmonary emboli due to fx 1 femur (per county coroner report). Canvas sling showed signs of wear from use and laundering. Staff was in-serviced to discard similarly worn canvas slings.. Reported to FDA late because facility was not aware canvas slings were considered a "medical device" until phone conversation with FDA on 1/17/92device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: expected wear/deterioration. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.